Manufacturer narrative:
(B)(4). Batch # m56a5f. The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that the surgeon was doing a side to side functional end to end anastomosis in a left hemicolectomy procedure when the stapler cut through tissue but did not staple. There was unintended cutting of the tissue but no adverse effects on the anastomosis. They proceeded to open another device and reload to complete the entire anastomosis. The patient is well; anastomosis completed. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m56a1y. The analysis results found that the ntlc75 device (b) was received with the anvil detached and damaged, no reload was present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the damage to the anvil occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please refer to the IFU for the correct use of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.